Event description:
It was reported that the patient was experiencing difficulty to charge the implantable pulse generator (ipg) and discomfort especially with sitting. The patient was also experiencing inadequate pain relief. Program optimization was attempted and was not successful. The patient underwent an implantable pulse generator (ipg) revision procedure. The patient did well postoperatively and happy with new therapy options. Nothing will be returned, no technical issues. Facility discarded.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred january 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty to charge the implantable pulse generator (ipg) and discomfort especially with sitting. The patient was also experiencing inadequate pain relief. Program optimization was attempted and was not successful. The patient underwent an implantable pulse generator (ipg) revision procedure. The patient did well postoperatively and happy with new therapy options. Nothing will be returned, no technical issues. Facility discarded.